Event description:
During insertion, the tip of the introducer of brite tip sheath (10f 11cm) became frayed, and the puncture could not be made. Insertion with a new sheath was performed without any issue. The patient was (B)(6) male. The target lesion was the aorta. It is unknown if the lesion was a de novo, but was slightly calcified and moderately tortuous. The % of the stenosis was unknown. The product looked normal when taken from its packaging. Access was from the femoral artery with an antegrade approach. The access site was moderately calcified. It is unknown what guidewire was used to assist in inserting the device. It is unknown if the inner dilator was used prior to sheath insertion. A new brite tip sheath (in same size) was used instead. The procedure was finished successfully. There was no patient injury reported.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During insertion, the tip of the introducer of brite tip sheath (10f 11cm) became frayed, and the puncture could not be made. The patient was a (B)(6) male, and the target lesion was in the aorta. The intended access was from the femoral artery and the access site was moderately calcified. It is unknown what guidewire was used to assist in inserting the device. It is unknown if the inner dilator was used prior to sheath insertion. A new brite tip sheath (in same size) was used to successfully complete the procedure. There was no patient injury reported. One non-sterile unit of si brite tip 10f 11cm was received inside a plastic bag along with the vessel dilator. The distal tip of the cannula was found damaged and a portion of the distal tip was missing. No others issues were found. The damaged area was inspected visually and the damaged area showed evidence of having been bent and ripped. Sem analysis revealed that the external and internal surfaces of the cannula present evidence of elongations. Elongation is a common characteristic of pieces which were stretched / pulled until separation. Based on the available evidence, it is possible that a stretching/ pulling event contributed to the separation of the cannula material. No other anomalies were observed that could have influenced the reported event. As additional investigation, the catheter sheath introducer process was reviewed and there were no tools, equipment or product handling that could cause damages on the catheter sheath introducer tip. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the customer ¿endovascular vascular access ¿ brite tip/distal tip - frayed/split/torn¿ was confirmed, however the cause of the damage does not appear to be product manufacturing related. Procedural/handling factors may have contributed to the damage as reported since the device appeared to be stretched/pulled at the area of separation. The complaint reported by the customer ¿endovascular vascular access- catheter sheath introducer (csi) - insertion difficulty¿ could not be confirmed during the analysis. The cause of this event experienced by the customer during procedure could not be conclusively determined during the analysis; however, it is possible that vessel characteristics (calcification) and the damages found to cannula distal tip may have contributed to the event experienced by the customer. Since there is no evidence of a design or manufacturing issue related to this complaint, no corrective action will be taken at this time.